Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; there were multiple errors found in the log. It was found that the main printed circuit board (pcb) was corroded. The device was full of contamination; the upper and lower case halves, display, display frame, all four display frame screws, keypad, encoder assembly, one case screw, all four knobs, main seal, and all six printed circuit board (pcb) screws were all contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would power up to an error. The epg was returned for repair. There was no patient involvement.